Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. It is unknown whether the patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. There was no report of anything unusual that would cause or contribute to the alarm. The patient had already ended the therapy and completed the rest of the therapy with manual supplies. The technical service representative explained the alarm to the patient and reviewed proper procedures, per the user manual, with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.